Manufacturer narrative:
A non-alcon handpiece and viscoelastic were indicated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint cartridge was not returned. Seven unopened samples were returned loose with five opened /empty pouches. All seven returned unopened samples were evaluated. The cartridges were microscopically examined with no damage observed. No particulate was observed inside the cartridges. The seven returned unopened cartridges were functionally tested per the dfu. No lens or cartridge damage was observed after the lens deliveries. No foreign material was observed. The seven cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. A non-alcon handpiece and viscoelastic were indicated. The root cause for the reported complaint could not be determined. The used cartridge complaint samples were not returned. No determination can be made without physical evaluation of the complaint sample. Functional testing was conducted with all seven returned unopened samples for the reported lot number. No damage or foreign material was observed. The provided video was reviewed. Inadequate viscoelastic was placed into the cartridges. The IFU instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. A non-company handpiece and viscoelastic were indicated. Per the IFU: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the complaint cartridge was not returned. Seven unopened samples were returned loose with five opened /empty pouches. One sample was pulled randomly for evaluation. The cartridge was microscopically examined with no damage observed. No particulate was observed inside the cartridge. The cartridge was functionally tested per the directions for use (dfu). No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. The cartridge was cleaned for further evaluation. Top coat due stain testing was conducted with acceptable results. A video was provided that has three surgeries. All three of the cartridge preparations showed a lack of viscoelastic placed into the cartridge. After the lenses are inserted, a foreign material is observed. The cartridge was reused on the third surgery after an issue with the initial implant attempt. In all three videos the foreign material was removed with the I/a tip. Qualified associated products were indicated. The root cause for the reported complaint could not be determined. No determination can be made without physical evaluation of the complaint sample. The provided video was reviewed. Inadequate viscoelastic was placed into the cartridges. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract surgery with an intraocular lens (iol) implantation, a burr-like foreign material came out of the cartridge and adhered to the iol." The foreign material was removed by aspiration and the surgery was completed with no reported harm to the patient. Additional information has been requested.